Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss), indicating an out of range impedance measurement. However, no out of range measurements could be found. No adverse patient effects were reported. The device remains in service.